Manufacturer narrative:
Sample was li heparin with sufficient sample volume and a normal appearance. Centrifugation information was not supplied. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2011 met specifications. The customer re-analyzed ten (10) patient samples that were analyzed earlier. All results were reproducible. On (B)(4) 2011, a bec field service engineer (fse) was dispatched for the event. The fse performed a preventive maintenance and all verification testing met specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a troponin (accutni) result above the ami cut off for one (1) patient's sample that did not match the clinical picture. The result was generated on an access 2 immunoassay analyzer, used in conjunction with access accutni reagent (lot 111861) and access accutni calibrators (lot 018753). The result was not reported out of the lab. Repeat analysis of the sample on the same instrument yielded a result in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.